Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of "500's" mg/dl; cause was unknown. The customer was treated with intravenous fluids of insulin and saline, which resolved the issue and there was no permanent damage. The customer could not recall exact date of discharge from the ICU, but said they were released 6-7 days after arrival. Ultimately, the customer reverted to manual insulin therapy.